Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process, insulin was not observed to be dripping from the cartridge. Customer's blood glucose level was between 115 and 140 mg/dl. Reportedly, a new cartridge was loaded to resolve the issue.